Event description:
It was reported that noise was observed on the ventricular channel resulting in inhibition of pacing. Programming changes were made and patient will be monitored via merlin.net. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.